Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a thr, a patient had a periprosthetic fracture in (B)(6) 2020. The porous synergy stem was replaced with a redapt sleeveless mono stem 190mm sz 19 so, an oxinium fem hd 12/14 36 mm -3 and three accord cables.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a thr revision was required due to a periprosthetic fracture approximately two months post implantation. Reportedly, the primary porous synergy stem was replaced with a redapt stem, 36mm ox head and 3 accord cables. S+n has not received adequate information/documentation to fully evaluate the root cause of the reported event as responses to the medical documentation requests have not been provided as of the date of this assessment. The root cause was reportedly a periprosthetic fracture. The patient impact beyond the reported tha revision with cerclage could not be determined. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute could include but not limited to excessive forces applied to implant and surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.